Manufacturer narrative:
Other, other text: g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received in poor condition. Front cover has multiple scratches and nicks in the paint. Line cord was discolored and worn. Pole clamp discolored. Quick connect corroded. Water tank cracked on upper left and bottom right. Led broken on printed circuit board (pcb). Out dated pcb and power switch. Functional testing found that when depressing test alarms there were no audible alarms. The complaint was confirmed. Root cause was attributed to damage to the leds. The speaker may also be damaged, there was no visual damaged observed. What caused these conditions could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information was received: event occurred during preventive maintenance. There was no patient injury and no user harm. No further details provided.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had no audible alarms. Patient involvement is unknown.